Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the downstream occlusion alarms caused by a failed downstream sensor. Sensor levels were found to be elevated which make the pump more sensitive to downstream occlusions, causing the false alarms. The failed downstream sensor was replaced.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed downstream occlusion when no occlusion when no occlusion was present. There was no patient involvement.